Event description:
It was reported that a malfunction occurred on the pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer by providing pump reset information, which resolved the issue, allowing the customer to continue using the pump without recurrence of the malfunction code. The customer was instructed to call back if the malfunction code recurs.